Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Patient has two 3244 leads from the same lot (4968758). It was reported the patient was not receiving effective stimulation due to auto-reduction. Diagnostic testing on the leads showed multiple contacts with high impedances. As a result, surgical intervention was done during which the leads were explanted and replaced. Post-op patient has effective stimulation and the issue is now resolved.